Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system was returned for evaluation. The introducer sheath was returned attached to the storage tube. The pusher sheath/wire was returned inside of the delivery system. The distal portion of the wire was bent. It is unknown how or when the pusher wire became bent as it was not reported by the user. No damage was found along the introducer sheath or at the distal tip. Slight scratch on the distal end of the storage tube. No other visual anomalies were identified on the returned device. Functional/performance evaluation: all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was returned and met all the required/available specifications. Based upon the returned sample condition, the complaint investigation is inconclusive for the reported event. Corrective/preventative actions have been identified in the and effectivity of these corrective and preventative actions is being monitored. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement of a vena cava filter in a deployment sheath, the filter became stuck. No attempt was made to deploy the filter. The filter system was exchanged for a new vena cava filter that was deployed successfully. There was no reported patient injury.